Event description:
It was reported that the pt underwent a sling procedure in 2005. The pt was discharged form the hospital. The pt returned to the hospital later in the evening due to excessive bleeding. The pt was packed to stop the bleeding and hospitalized overnight. Pt is now doing well with no bladder problems.